Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent implanted in unintended site. It was reported that during the direct stenting procedure, via brachial access, the omnilink elite stent delivery system (sds) did not cross the lesion in the left subclavian artery. Lesion dilatation was performed; however, when the same omnilink elite sds was re-introduced in the vessel, the stent dislodged from the balloon. The omnilink elite stent was expanded, using another small balloon, and implanted proximal to the lesion. A non-abbott stent was implanted in the target lesion. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the stent remains in the pt and the stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.